Event description:
It was reported prior to the procedure the generator and handpiece were set up successfully. It worked for about 5 minutes and then just stopped working. The lights and signs were ok, but there was no energy to the tip. The cut and coag had been set at 4/4. The "in use" sound was still working. There were no pt consequences.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period 08/15/2010 through 08/15/2012. Visual inspection of the two returned plasmablade needles revealed no anomalies. During functional testing both coag and cut buttons were fully functional. Review of the lot history revealed no anomalies.